Event description:
It was reported that the device was removed due to normal battery depletion.

Event description:
Reportedly, the device was explanted at implant due to deficient pericardial tissue. Per the cer: "explant of the perimount valve (mitral). The doctor had implanted the valve twice but had to discard it finally. The doctor checked the valve leaflet and saw that they were getting taut, had deficient pericardial tissue leading to smaller free margin than the other 2 leaflets." Device was discarded and will not be returned for evaluation. Patient was implanted (with) st. Jude prosthetic valve. Patient status or outcome: patient is fine now.

Manufacturer narrative:
No customer letter was requested. Device was initially reported as discarded and not available for evaluation. However, the device was returned and evaluated. Customer letter sent to include the evaluation. Evaluation summary attached: suture track was detected at the free margin of leaflet 2 and 3 at commissure 2. Indentations in the free margins are typical to those made by a suture loop. A suture most likely looped over commissure 2, which led to creases in the cusp area in leaflet 2. A suture track is also detected in the free margin of leaflet 1 at commissure 1. No inconsistencies detected or in the x-ray. X-ray.

Manufacturer narrative:
Device not returned. This was determined reportable per edwards lifesciences procedures. No customer letter was requested. The device history record (DHR) review was completed on 09/07/2009, and this device passed all manufacturing and sterilization inspections with no nonconformance. No additional information was provided.